Event description:
Complainant alleged that during a routine shift check by a clinician, the device delayed to power up and would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not duplicated. The device was put through extensive testing including bench handling, power cycling, and functional stress testing, without duplicating the report. The ac charger assembly was replaced as precaution. The device was recertified and returned to the customer. The battery and ac power cord used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.